Event description:
During a remote follow up, episodes of undersensing were noted on the device. Reprogramming is anticipated, however, no intervention has been performed at this time. The patient was stable and will continue being monitored.